Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that the detector was down. Device was not in use and there was no patient or user impact. Field service engineer (fse) performed analysis and concluded that the detector had been dropped, and shock logs had also been recorded. As a result of the drop, parts of the detector, including the power switch and battery terminal, were damaged. The damaged detector was replaced with a new one. After detector replacement, system returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector dropped. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (user error).

Event description:
It was reported that the detector was down. The device was not in clinical use and there was no patient or user harm.